Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump battery display was showing that the pump battery was depleting while connected to a power source. The customer's blood glucose (bg) level was 400 mg/dl and the ketone level was large. An insulin injection was administered to address the bg level. The customer was hospitalized on (B)(6) 2017 due to the high bg and the ketone level was considered as being dangerous by a healthcare provider. During troubleshooting with tandem technical support, the pump time was found to be off by an hour. The customer reverted to using insulin injections for insulin therapy. Although multiple attempts were made to contact the customer for additional hospital information/discharge, the customer did not reply to the requests.